Event description:
Previous medwatch submission noted xxx. Upon further information, allergan has determined that this record is a duplicate record. Please see pr 2859921 and pr 2859922 as the operating records related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Please see pr 2859921 and pr 2859922 as operating records for this complaint. The devices previously reported to be associated with these events are not PMA approved and therefore not reportable to FDA.

Event description:
Patient reported rupture device on an unknown side. Device location has not been specified.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.